Event description:
It was reported that the internal battery would not charge, and the pump date keeps getting lost. No adverse patient effects were reported by the customer.

Manufacturer narrative:
B3: date of event is unknown. H3: device has not been returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a worn uso seal, and a scratched lcd lens. There was no evidence in the event history log. The reported problem was verified by functional testing. The device was shown to have lost data before september 2023 and the device battery had date slippage. It was determined that the most probable cause is a faulty pwa board. The pwa board was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. D9: (B)(6) 2023.